Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The unit had intermittent button response on up arrow button due to corroded keypad traces. The unit had minor scratches on the display window, cracked battery tube threads and cracked reservoir tube lip. There was no crack noted on the display window or on case at display window corner.

Event description:
It was reported that the insulin pump had an unresponsive keypad and cracks on the display. The caller did not know the blood glucose reading. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.